Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Revision for mechanical problems.

Manufacturer narrative:
An event regarding a revision surgery involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for investigation. -medical records received and evaluation: insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: not performed as the reason for revision is unknown. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Revision for mechanical problems.